Event description:
It was reported that following a cervical implant procedure, the patient experienced numbness and tingling in the upper and lower extremities. The physician suspected hematoma. The patient was brought back into the operating room and underwent spinal cord stimulator (scs) explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 822208, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI): (B)(4), model number/catalog number: sc-4316, batch/lot number: 38845778, model/catalog description: clik anchor, unique identifier (UDI): (B)(4).